Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no reservoir alarm. Customer reported that after changing battery, insulin pump began to buzz and was not working right. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on interface board. The insulin pump was received with minor scratches on lcd window.